Event description:
It was reported that the touchscreen of a pump was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. The customer opted to use multiple daily injections (mdi) as a backup therapy, while technical support arranged for a replacement pump. The customer was instructed to allow the pump's battery to deplete before returning it with a prepaid label within ten days, which they understood and acknowledged.